Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise that was oversensed by the device. The lead was explanted and replaced. There were no patient consequences.